Event description:
Wound dehiscence occurred. The wound was opened so that the ins was visible. There was no erythema or fever. IV vancomyacin was administered on (B)(6) 2012. The ins and leads were explanted. The patient recovered without sequela.

Manufacturer narrative:
Lead model 3778, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; patient programmer model 37743, serial # (B)(4), implanted: na, explanted: na; lead model 3778, serial # (B)(4), implanted: (B)(6) 2011, explanted: unk; patient programmer antenna model 37092, lot # 301190001, implanted: na, explanted: na; titan anchor model 3550-39, lot # n306065, implanted: (B)(6) 2011, explanted: unk; trialing cable model 355531, lot # n312816, implanted: unk, explanted: unk.

Event description:
It was reported that an open wound occurred. A surgical revision took place. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 3778-60, serial# (B)(4), implanted: 2011 (B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient product ID 355531, lot# n311690, implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type screening device, product ID 3550-39, lot# n310202, implanted: 2011 (B)(6), product type accessory.